Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a3b, a4, a5, a6, b1, b3, d4.

Event description:
Healthcare professional reported left side "deflation." Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation." Record is for left side. Device remains implanted.